Event description:
A report was received that the patient was having trouble waking up from anesthesia post-implant procedure and was transferred to the ICU.

Manufacturer narrative:
Additional information was received that the patient had sleep apnea and it was not believed to be procedure related. The patient was doing well.

Event description:
A report was received that the patient was having trouble waking up from anesthesia post-implant procedure and was transferred to the ICU.